Event description:
It was reported that when the device was used during an ovarian cystectomy procedure, the stapler cut and stapled. The surgeon heard the "crunch" but when the surgeon wanted to remove the stapler it was difficult. A part of tissue (1x8) cm was removed at the same time as the stapler. The procedure was completed with a manual suture. There were no other consequences to pt.